Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. A field service engineer replaced pixie bus cable going from auxiliary to main to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on. The issue began when a drawer malfunctioned after liquid medication spilled behind it. Although the user was able to recover the drawer, the station subsequently displayed an ac power failure error. The user also confirmed that the nurse obtained the required medication from the pharmacy, resulting in an approximate 5 minute delay. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on. The issue began when a drawer malfunctioned after liquid medication spilled behind it. Although the user was able to recover the drawer, the station subsequently displayed an ac power failure error. The user also confirmed that the nurse obtained the required medication from the pharmacy, resulting in an approximate 5 minute delay. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex a, imdrf annex g and imdrf annex d.